Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not detected on bus. User tried to reboot and restart and was not able to fix it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not booting up into application after rebooting and in event of power loss. A field service engineer (fse) reinstalled remote support service (rss) and changed plugin settings. Further the fse successfully rebooted it into application. The system functioned as intended after the field service engineer troubleshot the device.